Manufacturer narrative:
(B)(4): the keypad was found to be torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. The keypad was also observed to have faded button symbols. The up and contrast buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. This issue is obvious and detectable and will not effect the pump's insulin delivery function.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were intermittently responsive. The patient reported that there were no rips or tears in the keypad but the button symbols were missing. The patient confirmed that the functionality was not halted, but the buttons required multiple presses to respond. The patient reportedly wore the pump attached to a belt and did not clean the pump. This report is made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.